Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for each lot number is as follows:¿medical device lot #: 7027599. Medical device expiration date:¿2020-01-31. Device manufacture date: 2017-01-27. Medical device lot #: 7034969. Medical device expiration date:¿2020-01-31. Device manufacture date: 2017-02-03. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety cover on a bd eclipse" blood collection needle with luer adapter fell off when it was removed from the packaging. It was also reported that in a few incidents, the assembly fell off after performing venipuncture. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the issue of defective locking mechanism through a CAPA and potential causes from the manufacturing process have been identified. As a result, corrective actions have been established and are in the process of being implemented. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Further investigation activities have been conducted relating to the issue of defective locking mechanism and possible root causes from the manufacturing process have been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA. The investigation has identified possible root causes from the manufacturing process and corrective actions are in the process of being implemented. CAPA (B)(4).